Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to excessive on-time of the device. From the downloaded device data it was observed that multiple rapid power cycles had been recorded and that 16.4 hours of cumulative on-time was registered. This excessive on-time caused the internal hybrid layer capacitor (hlc) batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device had a charge-pak indicator and an attention indicator in the readiness display. During device evaluation by physio-control it was observed that the device would power off after the first voice prompt. From the downloaded device data, it was observed that the internal hybrid layer capacitor (hlc) batteries were depleted. There was no patient use associated with the reported event.